Event description:
From staff: after using the cautery portion of the axios stent deployment system in the process of unplugging the cautery connection cable the internal wiring from the handle pulled out of the handle leaving the wires exposed. The wires were then severed from the handle and were found to be retained in the cautery connection cable. This was easily removed from the connection cable. The remainder of the stent was deployed without incident. The handle and wires removed were retained for inspection and evaluation.